Manufacturer narrative:
Review of the device history records indicate that all devices in the lot were manufactured and accepted into final stock with no reported discrepancies. Lot ID. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to infection (infection clinically confirmed, infecting microorganism not reported to rep). A 36 +0 ceramic head and 36 0° poly liner were revised to a c-taper head and sleeve with a 36e liner. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Event description:
It was reported that the patient's left hip was revised due to infection (infection clinically confirmed, infecting microorganism not reported to rep). A 36 +0 ceramic head and 36 0° poly liner were revised to a c-taper head and sleeve with a 36e liner. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
The following device was also listed in this report: trident 0° x3 insert 36mm ID cat# 623-00-36e lot# mje0x3 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a ceramic head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned/ remains implanted -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot and 4 similar events for the sterile lot. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.